Manufacturer narrative:
Summarized patient outcomes/complications of mvr according to bioprosthesis type were reported in a research article bovine pericardial versus porcine bioprosthetic mitral valves in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, atrial fibrillation, chronic kidney disease, dialysis, stroke, transient ischemic attack, systemic embolism, ischemic heart disease, myocardial infarction, prior percutaneous coronary intervention, congestive heart failure, anemia, chronic pulmonary obstructive disease, asthma, peripheral vascular disease, prior cardiac surgery, prior cancer, mitral stenosis, mitral regurgitation, smoking, alcohol use. Some of the complications reported were included endocarditis, reoperation (surgical intervention), thromboembolism (thrombosis and embolism), hemorrhage, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "bovine pericardial versus porcine bioprosthetic mitral valves: results from a korean nationwide cohort study.

Event description:
The article, "bovine pericardial versus porcine bioprosthetic mitral valves: results from a korean nationwide cohort study", was reviewed. The article presented a retrospective, multicenter study to compare the clinical outcomes in mitral valve replacement (mvr) according to bioprosthesis type using a national administrative claims database. Devices included in this study were hancock ii valve, mosaic valve, sjm epic valve, sjm epic supra valve, sjm bicor porcine valve, toronto spv valve, soprano pericardial heart valve, carpentier edwards paramount magna tfx valve, carpentier edwards paramount valve, pericarbon more pericardial heart valve, avalus bioprosthesis, trifecta valve, mitroflow aortic pericardial heart valve/crown prt aortic heart valve, intuity elite valve system, and perceval s. The article concluded this study on a nationwide comparison between bovine and porcine bioprostheses in mvr found no significant differences in clinical outcomes including mortality, and valve-related reoperation. [The primary and corresponding author was joon bum kim, department of thoracic and cardiovascular surgery, asan medical center, university of ulsan college of medicine, olympic-ro 43-gil, songpa-gu, 20 seoul, 05505, republic of korea, with corresponding email: jbkim1975@amc.seoul.kr]. The time frame of the study was from (B)(6) 2003 to (B)(6) 2018. A total of 3151 patients were included in this study, though it could not be confirmed how many received an abbott device. The average age was 69.5 years and the average gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, atrial fibrillation, chronic kidney disease, dialysis, stroke, transient ischemic attack, systemic embolism, ischemic heart disease, myocardial infarction, prior percutaneous coronary intervention, congestive heart failure, anemia, chronic pulmonary obstructive disease, asthma, peripheral vascular disease, prior cardiac surgery, prior cancer, mitral stenosis, mitral regurgitation, smoking, alcohol use.